Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with an external insulation abrasion due to friction to the device can was noted breaching the svc cable lumen at 12.9 cm to 13.2 cm from the connector pin. One svc etfe cable coating was abraded in this location. External insulation abrasion due to friction to the device can was noted breaching the rv cable lumen at 16.3 cm to 16.4 cm from the connector pin. Internal insulation abrasion was noted breaching the re cable lumen at 46.0 cm to 47.1 cm and 52.2 cm to 55.8 cm from the connector pin. The etfe cable coating was undamaged in these locations. External insulation due to friction to another device or feature of the heart was noted breaching the re cable lumen at 57.3cm to 57.5cm from the connector pin. The etfe cable coating was undamaged this location.

Event description:
This report is to advise of an event observed during analysis.